Event description:
Reporter noted nucleus was very hard and the anterior chamber was narrow. Corneal burn occurred at the end of the phaco procedure when removing the handpiece from the anterior chamber. Three sutures used to close wound. Pt prognosis reported as good.